Event description:
During a ptca/stenting treatment procedure involving a 99% stenotic lesion in the first diagonal portion of a minimally tortuous lad coronary artery, the maverick2 monorail balloon was being used to predilate the lesion for a bx stent placement. The maverick2 monorail balloon lost pressure at 10 atm's on the initial inflation and was replaced with a quantum maverick (2.0/15) balloon catheter to successfully complete the predilatation of the lesion. The patient was asymptomatic during this event. A terumo introducer sheath (size unknown), a whisper ht unicore guidewire (size unknown), a 6f terumo jl3.5 guide catheter and a medtronic inflation device were also used in this case. Patient status is reported as "good".